Manufacturer narrative:
Medtronic received additional information that this annuloplasty band was replaced due to stenosis. No additional adverse patient effects were reported.  Patient weight added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and one month post implant of this 27 mm mitral annuloplasty band, the band was explanted and replaced with a 29 mm bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.